Event description:
It was reported that an ilet device¿s touch screen was cracked after the patient reportedly ran into something, rendering the screen unusable and preventing device unlock; the screen was not synced prior to shutdown, and the device will be returned. Symptoms included no injury. Outcomes included the user switching to backup therapy without blood glucose impact. Investigation included internal complaint intake and arrangement to obtain the device for evaluation. Investigation of this case revealed physical damage to the display assembly consistent with external mechanical impact, leading to loss of touch functionality and inability to operate the user interface. It was concluded, based on previously established findings for similar reports, that the cause was user-related accidental damage due to external impact.

Manufacturer narrative:
Initial.